Event description:
Invalid result(s): when the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer was able to send a picture of the test cassette.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080015 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080015 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): when the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer was able to send a picture of the test cassette.